Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customers blood glucose level was 442 mg/dl and will treat with insulin injection. The customer also received insulin flow blocked alarm. The device will not be returned for analysis.